Event description:
It was reported that during the maintenance checkup, the connection port of the patient-side breathing circuit was found loose. No patient involvement was reported.

Manufacturer narrative:
One device was received and evaluated. Visual inspection was performed and no anomalies were observed. Functional testing found there was looseness of the patient outlet connector. This occurred because the load in the loosening direction is applied when the patient circuit is attached or detached. There is a corrective action open to capture events of this nature.